Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power was due to a double disconnect of the power sources by the patient.

Event description:
It was reported that the ventricular assist device (vad) patient experienced fever and confusion.  During a review of log file data it revealed motor start events with parameters outside of the typical range and an unexpected loss of power to the controller.  The vad and controller remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sep-2019 / serial#: (B)(6). D9: no h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 20-sep-2018 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 11/jan/2024 at 13:14:00, on (B)(6) 2024 at 23:59:28 and 23:59:55, and on (B)(6) 2024 at 00:00:24 and 00:00:45 in which motor start parameters were atypical. Additionally, log file analysis revealed several instances of consistent power consumption above the normal operating range since (B)(6) 2024; however, no high watt alarms were logged within the analyzed period. This is additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the observed high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Log file analysis revealed five (5) controller power-up events logged on 01/aug/2024 at 23:59:08, 23:59:23, and 23:59:47 and on 02/aug/2024 at 00:00:19 and 00:00:41. The data point prior to the losses of power revealed that an adapter was connected to power source one (ps1) and bat(B)(6) was connected to power source two (ps2) with 96% relative state of charge (rsoc). The data point recorded after the losses of power revealed that bat(B)(6) was connected to power source 1 (ps1) and an active adapter was connected to power port two (ps2). The controller was without power for a maximum of 2 minutes and 2 seconds. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameter(s) may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an interm ittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: serial# (B)(6) h3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and controller(B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6)2024 at 23:59:28 and 23:59:55, and on (B)(6)2024 at 00:00:24 and 00:00:45 in which motor start parameters were atypical. Additionally, log file analysis revealed several instances of consistent power consumption above the normal operating range since (B)(6)2024; however, no high watt alarms were logged within the analyzed period. This is additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the observed high power and reported event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Log file analysis revealed five (5) controller power-up events logged on (B)(6)2024 at 23:59:08, 23:59:23, and 23:59:47 and on (B)(6)2024 at 00:00:19 and 00:00:41. The data point prior to the losses of power revealed that an adapter was connected to power source one (ps1) and (B)(6) was connected to power source two (ps2) with 96% relative state of charge (rsoc). The data point recorded after the losses of power revealed that (B)(6) was connected to power source 1 (ps1) and an active adapter was connected to power port two (ps2). The controller was without power for a maximum of 2 minutes and 2 seconds. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameter(s) may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related c omorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.